Manufacturer narrative:
(B)(4). (B)(6). The affected unit was received for evaluation. The unit contains approximately 300 ml of fluid in its reservoir. Visual inspection on the unit (via the naked eye) showed no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was performed by removing the luer cap from the unit¿s distal luer. As a result, evidence of flow was visually observed at the flow rate of 2ml, 3ml and 5ml. The initial evaluation confirmed the reported condition. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between july 28, 2013 and july 29, 2013. The reported condition was not confirmed. The device operated within product specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A nurse reported observing no flow/non-delivery during an infusion of an unknown solution on an infusor elastomeric device. There was no patient injury or medical intervention. No additional information is available.